Manufacturer narrative:
Block h2: correction to the b5 block h6: imdrf impact code f1001 captures the reportable event of aborted/canceled procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during a gastroscopy procedure on (B)(6) 2025. During the procedure, the injection gold probe could not be energized. Hemostasis was attempted using clips; however, it was unsuccessful because the source of bleeding could not be visualized. The procedure was therefore converted to surgery; sutures were applied to control the bleeding. The patient subsequently made a full recovery.

Manufacturer narrative:
Block h2: additional information. Physician email address has been updated. Block h6: imdrf impact code f1001 captures the reportable event of aborted/canceled procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during a gastroscopy procedure on (B)(6) 2025. During the procedure, the injection gold probe could not be energized. As a result, hemostasis was attempted using clips; however, endoscopic control of the bleeding was unsuccessful, and the procedure was converted to surgery. The patient subsequently made a full recovery.

Manufacturer narrative:
H6: imdrf impact code f1001 captures the reportable event of aborted/canceled procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during a gastroscopy procedure on (B)(6) 2025. During the procedure, the injection gold probe could not be energized. As a result, hemostasis was attempted using clips; however, endoscopic control of the bleeding was unsuccessful, and the procedure was converted to surgery. The patient subsequently made a full recovery.